Manufacturer narrative:
Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death. The device was implanted and therefore not available for return and investigation by the manufacturer. However, imaging was provided. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported: the patient had a bifurcation aneurysm of the middle cerebral artery. They planned to perform arterial aneurysm web embolization. The product used was web w5-7-2 and microcatheter via-17-154-01. After the web was in place, it could not be detached, replaced with a new controller and the new battery, it still could not be detached, and the process lasted for more than an hour. Due to the inability to detach, the physician changed to use a stent assisted coil embolization. When pushing the stent catheter into the aneurysm and preparing to remove the web matching microcatheter, the web was detached automatically. The product has been successfully implanted in the patient. Patient's current status is in good condition, discharged from the hospital. No other incident information was provided.

Manufacturer narrative:
Procedure/medical information review: imaging review: three radiographic images and three radiographic videos are provided. They are not labeled as to time or date. Whether the right or left carotid was injected is also not specified. Reporter provided image #1 0a41f377bdc7c95fd60ed8bfed79eb3: lateral oblique ica dsa, subtracted, with contrast. A guide catheter is seen in the distal petrous carotid. There is a small, broad-based acom aneurysm. A web device is in proper position inside the aneurysm; there is a lot of superimpositions of other blood vessels on the a1 leading to the aneurysm, and it is difficult to tell where the delivery via micro catheter is located. Reporter provided image #2 2d00a0d1af4ee6f0eaaca1ce0520208: same as image 1. Reporter provided image #3 182d823d42a88e0a6d3315abf770309: same as images 1 and 2, but the bony background has been superimposed on the dsa period. Reporter provided video # 1 9a2ccda9f361901e26fbacbf0021b16b: 5-second video of a lateral oblique ica dsa, subtracted, with contrast. Same as image 1. Reporter provided video # 2 9dd066640496f0783ba9ae5f4da1b517: same as video 1, three-second video. Reporter provided video # 3 2e04aa363175444c4466b24d860f8260: same as videos one and two. Somebody's head is interposed between the monitor and the phone camera. Six-second video. These images and videos do not explain the difficulties in detaching the web. Investigation findings: based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): potential complications. Potential complications include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death. Warnings and precautions. The web aneurysm embolization system is intended for single use only. The detachment control device is intended to be used for one patient. Do not resterilize and/or reuse the device. Reuse and/or resterilization can increase risk of infection, cause a pyrogenic response or other life-threatening complications. Reuse and/or resterilization can degrade product performance, leading to device malfunction. Dispose of all devices in accordance with applicable hospital, administrative and/or local government policy. Advance and retract the device slowly. Do not advance the delivery device with excessive force. Determine the cause of any unusual resistance. Remove the device if excessive friction is noted and check for damage. Do not rotate the delivery device during or after delivery of the embolization device. Rotating the device may result in damage or premature detachment. The embolization device cannot be detached with any other power source other than a microvention inc. Detachment control device. Ensure that at least two detachment control devices are available before initiating an embolization procedure. Procedure. Detachment of the device. 34. The detachment control device is pre-loaded with batteries and will activate when the delivery device is properly connected. 35. Verify that the rhv is firmly locked around the delivery device before attaching the detachment control device to ensure that the embolization device does not move during the connection process. 36. Ensure that the delivery device gold connectors are clean and free from blood or contrast. If necessary, wipe the connectors with sterile water and dry before connecting. 37. Insert the proximal end of the delivery device into the detachment control device. When the delivery device is properly connected, the light will flash green and an intermittent tone will be heard. 38. Verify the embolization device position before pressing the detachment button. 39. Push the detachment button. During firing, the light should be solid green and the beep should be continuous. 40. Verify detachment by first loosening the rhv valve, then pulling back slowly on the delivery device and verifying that there is not embolization device movement. If the embolization device does not detach, push the detachment button again. If the device is still not detached, obtain a new detachment control device and attempt detachment up to two additional times. If it does not detach, remove the delivery device. 41. Verify the position of the embolization device angiographically through the guide catheter. 42. Prior to removing the microcatheter from the treatment site, place an appropriately sized guidewire completely through the microcatheter lumen to ensure that no part of the embolization device remains within the microcatheter. Investigation conclusion. Three radiographic images and three radiographic videos were provided for review. They show a web device positioned inside a small, broad-based acom aneurysm. The provided images and videos do not explain the reported difficulties detaching the web. Without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event.

Event description:
No other incident information was provided. Please see h6 and h11.